Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had critical pump error. The customer 's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer was unable to clear the alarm because buttons were not able to navigate. The customer was unable to rewind the insulin pump. The device will be returned for the analysis.